Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the adapter was received with a reload attached and articulated. The blue unload switch was depressed. There was a gap between the adapter body and the proximal cap. Functionally, the reload could not be removed from the handle by pressing the reload unload button back toward the power handle then twisting and removing the reload from the adapter. The blue unload switch could not be depressed. The adapter's proximal cap was removed to observe the condition of the articulation mechanism. The articulation mechanism was not in home position. The articulation mechanism was centered with a manual retract tool. The attached reload was able to be removed. It was reported that the adapter failed to articulate back in place after articulating to the right. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the reload also could not be detached from the adapter. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: articulation calibration error and uart. Functionally, there were universal asynchronous receiver-transmitter (uart) communication errors and articulation calibration errors in the data saved to the system. The adapter had 13 of 50 procedures remaining. The main screen indicated the strain gauge was still functional and in the appropriate range. A reload could then be loaded and unloaded without issues. The adapter was connected to a representative handle running 29.5 software, and the device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hang-ups or sluggishness. The unit was able to be fired without any issues. After firing, the unit was reconnected to the gen2 acc software, and no new errors appeared. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd - sig power sigadaptstnd linear adapter, serial# (B)(6) sigphandle - sig power sigphandle handle, serial# unknown sig30ctavm - tri 2.0 sig30ctavm 30 CT vsclr med 12mm, lot# n3g1734y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a kidney donation, the adapter failed to articulate back in place after articulating to the right. The reload also could not be detached from the adapter. A new set of powered stapler was used to resolve the issue. After the case, the surgical team troubleshooted the original handle with the new adapter from the second tray that was opened after the issue occurred. The team was able to articulate, rotate, open/close the jaws and fire a new reload from a new batch without any issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3 correction: h6 (removed rfr: diflod, added rfr: sdifunl, img code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.